Manufacturer narrative:
The lithium reagent lot number is 78896801, with an expiration date of 28-feb-2026. The field service engineer determined the sample probe was contaminated with gel. The probe was changed and this resolved the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with lithium on a cobas c 503 analytical unit. The sample initially resulted in a lithium value of 0.156 mmol/l. The sample was repeated on a second analyzer, resulting in a lithium value of < 0.00215 with a data flag.